Event description:
The customer reported to olympus that there was foreign body on the borescope while using the colonovideoscope during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the brush passage did not pass, leak check was unable to dunk test, evis image had stained image due to cracked objective lens, switch one was cut, forceps passage had foreign material, control knob had play, distal end plastic cover had deep dents, objective lens had big chips and scratches, bending section cover adhesive was cracked, suction flow was unable to do suction, control body had dents and scratches, light guide tube had buckles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the scope. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.